Event description:
Customer reportedly obtained results of 555 mg/dl, 299mg/dl, and 193 mg/dl within 10 minutes on the same device. Customer reportedly took their normal amount of medication based on device results. No adverse event reported and no treatment received.